Event description:
Endoscopic multiple clip applier 5mm ref: el5ml, lot: a7002l, exp: 12/31/2030 miss fired several times while dr. [Redacted] was attempting to use it during a laparoscopic cholecystectomy. He also said that the same happened to him like 3 times already recently in different cases and this is tearing the vessels leading to bleeding risk.